Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum iq infusion pump failed to infuse. While in the medical intensive care unit (micu) the patient was receiving an infusion of an unspecified medicated solution. The medication was titrated without seeing any improvement to the patient who was ¿becoming unstable.¿ the medical staff member observed the pump and noted ¿drops are not falling in the drip chamber, but the pump is not alarming.¿ no further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.